Manufacturer narrative:
(B)(4)

Event description:
It was reported that transmitter failed error occurred. The product was evaluated. An external visual inspection was and passed. Exterior physical visual inspection: was performed and passed. Voltage measurement was performed and failed. Device log downloaded: na. Share log review: nothing relevant found. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that transmitter failed error occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).